Manufacturer narrative:
Image analysist he customer returned two video clips. The video clips show an atherectomy device. The operator is attempting to move the thumbswitch and is unable to do so. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent directional atherectomy for chronic total occlusion (100% stenosis) of the left superficial femoral artery (mid and distal segments), characterized by 78mm moderate calcification and a fibrous lesion. The artery was 4.1-4.7mm in diameter. During the procedure, the atherectomy th plus 6f device was used following pre-dilation with a small balloon (3.0 mm diameter, 150 mm length). A 6fr non medtronic sheath and a 0.014 guidewire were used. A spider was used for embolic protection. After the first cut, the cutter could not be properly retracted into the collection chamber, and the thumb switch could not be returned to its normal position. The cutter remained unretractable regardless of the power status (on or off), and the collection chamber was not fully filled after the first cut. The physician followed the instructions for use, including pre-procedure flushing preparation, and no abnormalities were noted during flushing. Upon encountering the issue, the device was removed as a whole and flushed, but the cutter still could not be retracted. The device was replaced with a new turbohawk, and the procedure was completed successfully. No patient symptoms, complications, abnormalities, or injuries were reported during or after the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.